Manufacturer narrative:
Product event summary: at analysis the customer comment that the output connector assembly was broken was confirmed and it was additionally noted that the lower case was broken, the display wire insulation was pinched however the wire insulation was not compromised and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and it passed its final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had atrial and ventricular connector issues. The generator was returned for service. No patient complications have been reported as a result of this event.